Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving clonidine (40 mcg/ml at 9.997 mcg/day), prialt (5 mcg/ml at 1.25 mcg/day), and morphine (.1 mg/ml at .025 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. It was reported that a pump motor stall was seen on pump interrogation. The patient had not recently had an MRI. The patient had a little increase in pain; he was a little more sore than normal. The symptoms had come on suddenly. The pump logs examined on 12-aug-2016 showed multiple motor stalls and recoveries beginning on (B)(6) 2016 (B)(6) 2016 and then on (B)(6) 2016 the logs noted motor stall occurred at 09:14, reset occurred at 10:24, reset occurred - low battery at 10:24, and pump in safe state at 10:24 with stopped pump period may exceed tube set on (B)(6) 2016 and motor stall recovery occurred on (B)(6) 2016. The pump logs examined on (B)(6) 2016 showed multiple motor stalls and recoveries beginning on (B)(6) 2016 with a final motor stall occurred message on (B)(6) 2016; no recovery was noted. The cause of the issue was unknown. The patient was put on oral pain medications (B)(6) 2016. A pump replacement was being scheduled, but had not yet been performed as of 18-aug-2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) indicated the replacement was done on (B)(6) 2016 and was sent back for analysis in early (B)(6). The patient was doing well now. Information received from the healthcare provider and company representative (rep) from the return paperwork indicated the patient had increased pain, an alarming pump, and motor stall. There was no patient injury and the patient recovered without sequela. The patient experienced sudden battery depletion and motor stalls as well as a sudden loss of therapy. A rotor study and dye study were not performed.

Manufacturer narrative:
Analysis of the pump revealed motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis of the pump also found motor feed through anomaly and shorting across the insulator. Eval code - conclusion code ¿ is being updated for this event. Eval code- result code no longer applies. In regards to the feed through shoring issue: recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.